Event description:
Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray assembly, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.